Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Device was received with corroded battery tube, cracked battery tube threads and cracked case along the side of the battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 401 mg/dl at the time of incident. The customer was reported that the insulin pump was exposed to moisture and had crack by reservoir compartment. The customer was assisted with troubleshooting. Customer reported that the insulin pump was dropped. Customer also reported that the screen was foggy. Customer also states that insulin pump had open book image. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.